Event description:
It was reported that a er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clips would not close properly. Samples in sterile container in box. Opened another er320 to complete the case. There was no consequence to the pt.